Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419688 implantable pacing lead 2013 (B)(6); 2088tc competitor implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead during device interrogation and that the patient was experiencing some shortness of breath. Device programming changes were recommended as well as checking for a hemodynamic cause. The lead remains in use. No patient complications have been reported as a result of this event.